Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tm tibial component. It was reported that the patient received an implant on (B)(6) 2014 and experiences pain, clicking, and an unnatural walking gait. Recent x-rays show the bone is not growing into the tibial component. A revision surgery is scheduled for (B)(6) 2015. The patient was also implanted with a tm patella on (B)(6) 2014; however, no issues have been observed with this component and no revision is planned for the tm patella. The persona tm tibial component is of zimmer (B)(4) design control and the tm patella is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.